Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax clavicle surgery, the subject two locking screws did not lock to the plate. The insertion angle was within allowable range. Ultimately, the plate was fixed with 3rd locking screw, but couldn't lock firmly.

Manufacturer narrative:
The reported event that during a variax clavicle surgery, two «locking screws variax full thread 3.5mm/l16mm» did not lock to a «superior plate - decreased curvature variax clavicle 7 hole/left», could be confirmed, since the two «locking screws variax full thread 3.5mm/l16mm» were returned for evaluation and they match the reported failure mode. The 1st reported ¿locking screw variax full thread 3.5mm/l16mm¿ was received for inspection intact. The head of the screw and the hexagon have scratched surfaces, while the threads, just below the head, are deformed. A functional inspection ¿ inserting the reported screw in the holes of a compatible plate ¿ was performed and it was identified that the screw cannot be locked in the plate. However, this is expected, since the threads, are deformed. The inspection protocol was reviewed and did not indicate any deviation from the specifications. Therefore, the reported ¿locking screw variax full thread 3.5mm/l16mm¿ was not delivered deformed, but became like that upon usage. It was also reported that a 3rd locking screw was used, and the plate was locked successfully, but not firmly. Also the insertion angle was within acceptable range, the plate was not shaped/contoured prior to the insertion of the screws, the screws were inserted manually and no axial pressure was applied. Also the no-locking event was noticed only in a specific round hole of the plate. A deviation from the proper instructions could have definitely led to a deformation of the devices and the reported no-locking event. Please keep in mind that the instructions for proper use of the devices should be followed at all times. As per op. Tech. ((B)(6)), ''if locking is required, the 3.5mm and 2.7mm locking screws can be locked within a 30° cone in any circular plate hole. [¿] all screws in the system are inserted with the same t10 screwdriver for ease-of-use. [¿] only non-locking screws may be placed in the oblong holes of the plate. Circular holes accept either locking or non-locking screws. [¿] make sure to use the proper drill guide which corresponds to the screw to be used. The variax clavicle system offers 3 different types of drill guides: -- the 2.0mm drill guide facilitates drilling a 2.0mm pilot hole for a 2.7mm screw either centric for locking/non locking screws or eccentric for use in a compression hole. The centric hole trajectory is +/- 15 degrees. -- the 2.6mm drill guide facilitates drilling a 2.6mm pilot hole for a 3.5mm screw either centric or eccentric for use in a compression hole. [¿] there are a variety of drills offered in the system: -- the 2.0mm and 2.6mm drills are used to drill the pilot hole for the 2.7mm and 3.5mm screws respectively. -- the 2.7mm and 3.5mm drills are used to overdrill the first cortex when placing a lag screw either through the plate or independently. -- the long 2.6mm drill can be used when drilling pilot holes on the medial side of a superior plate in order to avoid power tool contact with the head. [¿] although the screws are self-tapping, it is recommended to use a tap if excessive resistance is felt during insertion or if the bone is dense. [¿] the variax clavicle has a variety of different blades to choose from: -- the self-retaining blade has a conical tip which ensures a friction fit connection with the screw head. Note: this blade cannot be used with the screw holding sleeve. -- the standard blade has a cylindrical tip which does not allow friction fit. This is designed for surgeons who prefer to use a screw holding sleeve. -- the long self-retaining blade is used specifically in conjunction with superior plates which lie on the medial aspect of the clavicle. All blades come with an ao adapter. If power insertion is used, it must be used at low speed. Also, it is important to insert the screws until the head is properly seated in the hole. [¿] all of the variax plates are pre-contoured to fit to a range of anatomies. Although not usually necessary, the plates may be contoured to adapt to individual patient anatomy. Design requirements are strict when it comes to shaping a plate to the clavicle. For example, the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole.'' A correct implementation of the appropriate usage instructions, is mandatory for a proper placement of the implants. An improper insertion of the screws, could potentially lead to a negatively affected screw and/or plate design, and most precisely to a deformation of the threads of the screws` head, and/or the inner surface of the plates` hole. As a result, a no-locking effect could have occurred. As per IFU (v15013), ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [¿] failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. [¿] single use devices cannot be reused, as they are not designed to perform as intended after the first usage. [¿] inspection is recommended prior to surgery to determine if implants have been damaged during storage. [¿] avoid surface damage of implants. [¿] discard all damaged or mishandled implants. [¿] contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole.'' Regarding the inquiry about the outcome that excessive force will have to the variax smart lock mechanism, if applied during screw tightening, as per bml reports, ¿the smart lock mechanism is failing when the applied torque is too high¿. As per r&d, ¿if excessive force is applied, it will most likely end up in an idle rotation which then results in the same function as a standard bone screw. Depending on the case, a different failure could occur as well.¿ however, in the reported case, reasons such as soft tissue trapped in the plate hole or movement of the plate during final tightening, could have led to an increased angulation, and consequently to an improper insertion of the screws into the plate hole. Based on investigation, the root cause was attributed to a user related issue. However, please note that more detailed information about the complaint event as well as the affected devices must be available in order to determine the exact root cause. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax clavicle surgery, the subject two locking screws did not lock to the plate. The insertion angle was within allowable range. Ultimately, the plate was fixed with 3rd locking screw, but couldn't lock firmly.